Event description:
Acct. Reports that recently they have been having several problems with the millipore filter extension set. States sometimes the filter "drains out", sometimes the fluid does not look like it is running through the center of the filter, but rather around the outside of the mesh. They are using a syringe pump with 60cc. Of "flolan" attached to the interlink extension set and then attached to a straight medex extension set. The medication is run at 2cc/hr. It is imperative that no air bubbles get through the set to the baby. No injury has occurred, but the potential is there. They had not been having problems with the set until recently.